Event description:
This pt was enrolled in the study in 2008 with 2-vessel disease. The main indication for the procedure was stable angina pectoris. The target lesion was a native, de novo, ostial, smooth, readily accessible, concentric, type b1 proximal to mid left anterior descending. The reference vessel diameter was 2.75mm and the lesion length was 16mm. Pre- procedure diameter stenosis was 75%. The lesion was pre-dilated with a 2.75 x 20mm balloon at 14 atm and a 2.75x 23mm cypher select plus stent was implanted at 9atm due to a type a dissection that occurred during pre-dilatation (it is unk what product was used to pre-dilate the lesion). The stent was not post-dilated. Post-procedure diameter stenosis was 0%. On three months later, the pt experienced a q-wave, target vessel related, anterior myocardial infarction. Peak ck was three times above the upper normal level, troponin was greater than or equal to five times above the upper normal level and peak ck-mb was normal. There was no evidence for stent thrombosis. The target lesion had 80% stenosis, which was treated with the implant of a 3.0x23mm cypher select stent. Post-procedure diameter stenosis was 0%. This event was resolved with sequels. In 2008, the pt suddenly died. It was considered to be a cardiac death. There was no evidence for stent thrombosis or myocardial infarction. An autopsy was not performed. The pt's pre-procedure medications included: aspirin, clopidogrel, ace inhibitors, beta-blockers and statins. The pt's intra-procedure medications included: aspirin, heparin, and clopidogrel. The pt's post-procedure medications included: aspirin, insulin, statins, ace inhibitors, beta-blockers and clopidogrel. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02511. Info received from the study indicates that a pt experienced a myocardial infarction and restenosis and later died after having a coronary artery stent implanted. The pt's history is significant for obesity, previous non-target vessel/lesion percutaneous coronary intervention, hypertension, hyperlipidemia, diabetes, myocardial infarction and remote history of tobacco abuse. The pt was enrolled in the study with two vessel disease and stable angina pectoris for an indication. The target lesion was the proximal to mid left anterior descending artery (lad). The lesion was described as 75% stenosed, de novo and ostial. The lesion was pre-dilated with a 2.75mx20mm balloon at 14atms, incurring a type a dissection. It is not known what product was used for pre-dilation. The dissection was treated with the implant of a 2.75mmx23mm cypher select plus stent. The implant was satisfactory and did not require post-dilation. The pt was discharged home two days later. Approximately three mos later, the pt experienced a q-wave, anterior target vessel related mi. Repeat angiography was performed and revealed 80% restenosis of the target vessel in the proximal lad. The site indicated that there was no evidence of thrombosis and no in-stent or peri-stent restenosis pattern. The event was treated with the implant of a 3.0xmmx23mm cypher select stent. Three days later, the pt died. The site has indicated that the pt died from sudden cardiac death without evidence of thrombosis or mi, an autopsy was not performed.

Manufacturer narrative:
The sterile lot number for the second cypher stent is unk; therefore, a device history report review could not be conducted for that stent. The device history report review for the first stent lot presented no issues during the mfg process that can be related to the reported complaint. Restenosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Pts with a history of diabetes are known to be at high risk for adverse events. Review of the available info suggests that pt factors such as the progression of coronary artery disease may have contributed to the reported events. Without any autopsy and no evidence of mi or stent thrombosis is not possible to determine what factors may have contributed to the pt's death.